Manufacturer narrative:
Additional information received: the thrombus in the popliteal artery was reported as resolved on week after onset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of a post-market clinical study. The following devices were placed: esbf321 4c103ee, main body graft; etlw1620c124ee in the left iliac artery; and etlw1620c124ee in the right iliac artery. It was reported that a cta performed approximately 1 year post-index procedure, identified intraluminal thrombus within the main body stent graft esbf3214c103ee, along with left femoral artery thrombus associated with the etlw1620c124ee limb stent graft. The patient was hospitalised 15 days later and underwent femoral thrombectomy. The left femoral thrombus was noted as resolved 9 days later. There is no report of intervention performed to treat the intraluminal thrombus within the esbf3214c103ee stent graft. The outcome of this event is noted as not recovered/not resolved. The site assessed the left femoral artery thrombus as possibly related to the study device, index procedure, and not related to an underlying condition/disease. The intraluminal thrombus was assessed by the site as causally related to the device and index procedure, and not related to an underlying condition or disease. It was reported that a thrombus was identified in the right popliteal artery two days after thrombectomy of the left femoral artery. The patient underwent popliteal thrombectomy the following day. The patient recovered six days later. The site assessed the right popliteal thrombus as possibly related to the study device and index procedure, and not related to an underlying condition or disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.